Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized due to diabetic ketoacidosis. A follow up call was made to the customer. The customer had the husband talk in her place. The customer's husband reported that they found the customer laying down, vomiting, and had not known who she was. The customer was hospitalized on (B)(6) 2017. The customer's blood glucose level during the hospitalization was unknown. The customer was wearing the insulin pump at the time of the hospitalization. The infusion set had a bent cannula. The customer stayed at the hospital for three days.